Event description:
During administration of oxygen and upon opening the stem valve attached to the oxygen tank, the oxygen regulator exploded, causing burns to officer's face and hand. The officer was treated at a local hospital and now recovering at home. This product was manufactured in 1996. Company (regin mfg) who manufactured this regulator was sold to amg engineering in 2001. Best of our knowledge, amg engineering does not manufacture regulator any longer. (B)(4) was distributor of this product. (B)(4) does not distribute this regulator any longer.